Event description:
Patient was revised to address infection. Osteolysis was also reported.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations for the mbt revision cem tib tray, mbt tray sleeve por, mbt step wedge or the tc3 rp tibial insert since their release for distribution. Review of the device history records and/or a complaint database search was not possible for the tibial stem, posterior augment, distal augments or femoral stem as the product and lot codes required were not provided. Review of the device history records and/or a lot specific complaint database search was not possible for the pfc*sigma tc3 fem or the pfc*sigma/ov/dome pat as the lot codes required were not provided. The initial reporting stated that no additional investigational inputs were available. The investigation could not draw any conclusions about the reported event with the provided information. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.